Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2020. Reportedly, the needle was difficult to position and the procedure was done under local anesthesia. The route of prostate biopsy was transperineally. According to the complainant, a magnetic resonance imaging (MRI) was performed and showed that there had been a rectal wall infiltration. Additionally, it was confirmed that 10cc of hydrogel was in the rectal wall. There were no patient complications reported as a result of this event. The patient will receive external beam radiation therapy (ebrt).